Event description:
The customer states there is an issue with the power cord. The unit was sent to a covidien service center. Upon triage, a service technician found bare wires showing on power cord and is an electrical safety hazard.

Manufacturer narrative:
One scd 700 compression system was returned for investigation for the reported condition of; power cord is showing copper wires. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The scd 700 was manufactured in 2011. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This info will be utilized for trending purposes to determine the need for corrective action.